Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be reproduced. The error logs were pulled and reviewed. No root cause could be determined. The system has been used multiple times clinically with no issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the imaging device booted into stand alone mode. There was no patient present when this issue was identified.

Manufacturer narrative:
The interface cable was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. The cable failed continuity test and has open connections. Analysis found that the reported event was related to an electrical issue. The mobile view station (mvs) power board and the power supply ups were returned unused. If information is provided in the future, a supplemental report will be issued.